Manufacturer narrative:
No further information is available at this time. If further information becomes available, this report will be updated at that time.

Event description:
It was reported that this patient experienced syncope with no known cause. This patient presented to the emergency room and the device is expected to be interrogated. No additional adverse patient effects were reported.